Event description:
A mother reported that her daughter experienced an eye infection in the right eye while using renu with moistureloc multi-purpose solution. The patient was seen by her physician and prescribed vigamox and tobramycin. He treated her for two days. A culture was done and according to the mother, the lens cases had mold in the solution. This physician then referred the patient to a corneal specialist who in turn referred her to another physician. This physician treated the patient with a combination of antibiotics and steroids. According to the mother, the physician suspected the infection to be fusarium. This could not be confirmed with the physician. The mother was also seeking the opinion of another physician.

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fusarium keratitis in unusual circumstances. We are continuing to investigate this link, but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.